Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for analysis. The investigation is currently underway.

Event description:
It was reported that balloon-assisted coil embolization was performed for an internal carotid artery aneurysm. During the balloon inflation, the balloon ruptured. The balloon was removed from the patient and replaced without incident. There was no reported patient injury or additional intervention. The patient's current condition is reported to be "good."

Manufacturer narrative:
The scepter balloon was returned for evaluation. Visual inspection of the device revealed multiple areas of damage to the catheter. Upon inflation of the balloon, a pinhole was present 5mm proximal to the proximal balloon marker band. The conditions or circumstances that led to the damage could not be identified, but the damage is consistent with the device experiencing forces over specification, which could occur due to over inflation. The root cause is unknown.